Event description:
The doctor reports that the dental implant located in an unknown dental position failed due to infection and was removed. The doctor confirms that the dental surgical procedure was not completed with another implant.

Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.